Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. Entrapment of the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effects of embolism and tissue damage are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effects are known potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. User facility medwatch report # (B)(4).

Event description:
User facility medwatch report received that states: "patient admitted for a planned neuro interventional radiology (neuro ir) intervention for an irregular supraclinoid right internal carotid artery aneurysm. A stent assisted coiling of the right internal carotid artery (ica) aneurysm was performed however at the end of the procedure the perclose device fractured between the metal component and the plastic catheter and could not be removed. Vascular surgery was consulted and performed a right common femoral endarterectomy, right external iliac and superficial femoral artery embolectomy, and right external iliac artery angioplasty and the fractured fragments were removed. Postoperatively he was transferred to the intensive care unit to recover." Additional information was received: the access site was the right common femoral artery. The patient was under general anesthesia. The artery required a patch closure. No additional information was provided.